Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated that the device exhibited technical failure 401 and 316. There was no patient involvement reported.

Manufacturer narrative:
The customer provided the device logs for review, which confirmed the reported issue. Screenshots provided by the customer show that when the blower was turned off, the blower voltage check was missing. Technical support advised the customer to replace the power board; however, that did not resolve the reported malfunction. Technical support has determined the mainboard requires replacement in order to resolve the reported malfunction.